Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova stent delivery system (sds) in the deployed state. There was blood on the handle and in the shaft. The shaft was kinked at the nose cone and in the inner liner at the tip. The safety lock was not returned for analysis. The handle was opened and the components were inspected. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. The stent was not received for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the aorta. An 8 x 40 x 130 innova stent was advanced to treat the lesion. When the device was in the 7fr sheath, the physician decided to perform angiography. Upon removal, a resistance was encountered and it was noted that the stent was partially deployed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the aorta. An 8 x 40 x 130 innova stent was advanced to treat the lesion. When the device was in the 7fr sheath, the physician decided to perform angiography. Upon removal, a resistance was encountered and it was noted that the stent was partially deployed. The procedure was completed with another of the same device. No patient complications were reported.